Manufacturer narrative:
(B)(4). Received clarification from the customer that the information of "the surgery break off" meant that the surgeon ended the surgery with harmonic and finished with ligasure. The device did not break. The file does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an open "ol" resection procedure, display showed clean blade - next (but blade was cleaned after every application). Test with open blade - not possible. Continue work not possible - break off - competitive product was open to finish the surgery. There were no adverse consequences for the patient reported.